Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient received a c4-c5 and c5-c6 bi-level anterior cervical discectomy and fusion with cortical ring allografts using a cervical plate system. It was reported that approximately 6 months postoperatively, asymptomatic delayed union at c5-c6 level was reported. Treatment prescribed was a bone stimulator and work conditioning. The work conditioning was prescribed five days per week for two to three weeks with a functional capacity examination. Approximately 21 months postoperatively, it was reported that the patient¿s CT scan showed persistent lucency at c5-c6. The patient was diagnosed with non-union at c5-c6. Additionally, the patient reported headaches on a daily basis. The investigator felt the patient¿s symptoms may be related to the non-union. Approximately 21 months postoperatively, the patient underwent cervical spine surgery which included anterior hardware removal at c4-c5, exploration of c4-c5 fusion, and a partial corpectomy at c5-c6, a c5-c6 revision fusion.

Event description:
Operative approach: extrapharyngeal anterolateral treatment description: physical therapy to help patient walk by herself. Ted hose ae outcome: resolvedhave been prescribed. Medication was given. Hospitalization required: yes ae outcome description: patient stayed extra days in hospital due to excessive pain, not a re-admit.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that immediately post-op same day, the patient complained of excessive pain, weakness in arms and overall general discomfort from the surgical procedure. This caused the patient to stay 3 days in the hospital. The complaints were resolved and the patient was discharged 3 days post-op.